Event description:
It was reported that the stimulating pnb needle of the catheter is leaking; there was a hole at the level of the insertion of the catheter and the injection system next to the neurostim. There may have been direct consequences for the patient (air injection, modified injected dose, degraded asepsis) and indirect (altered quality of ultrasound guidance by injection of air with less echogenicity). It happened at least with 3 different catheters with this lot# and at least 2 different doctors.

Manufacturer narrative:
Qn#(B)(4). A device history record was not available for review. The customer reported a leak coming from the needle/tubing. The customer returned one sealed unused stimuquik needle from the same lot # as reported on the complaint (19e07-1-p). No actual complaint sample was received. The stimuquik needle was removed from the seal package and was visually examined with and without magnification. Visual examination of the returned stimuquik needle revealed that the sample appears typical. However, microscopic examination revealed the attached tubing at the hub of the stimuquik needle has a crack/cut. No other defects or anomalies were observed. A manual leak test was performed on the returned tubing of the needle by plugging the cannula tip and connecting a lab inventory syringe to the luer-lock end of the tubing and manually injecting water. A leak could be seen coming from a crack in the tubing where it connects to the hub of the needle, which was revealed during the visual inspection. No other leaks were detected. The reported complaint of the tubing leaking was confirmed based on the sample received. During the functional inspection, water was observed leaking from the connected tubing at the hub of the needle. The stimuquik needle is a finished purchased good. Therefore, based on the observed leak of the returned representative sample, the potential root cause of this issue is supplier related. A nonconformance has been initiated to further investigate this issue.

Event description:
It was reported that the stimulating pnb needle of the catheter is leaking; there was a hole at the level of the insertion of the catheter and the injection system next to the neurostim. There may have been direct consequences for the patient (air injection, modified injected dose, degraded asepsis) and indirect (altered quality of ultrasound guidance by injection of air with less echogenicity). It happened at least with 3 different catheters with this lot# and at least 2 different doctors.

Manufacturer narrative:
Qn#(B)(4). A device history record was not available for review. The customer reported a leak coming from the needle/tubing. The customer returned one sealed unused stimuquik needle from the same lot # as reported on the complaint (B)(4) . No actual complaint sample was received. The stimuquik needle was removed from the seal package and was visually examined with and without magnification. Visual examination of the returned stimuquik needle revealed that the sample appears typical. However, microscopic examination revealed the attached tubing at the hub of the stimuquik needle has a crack/cut. No other defects or anomalies were observed. A manual leak test was performed on the returned tubing of the needle by plugging the cannula tip and connecting a lab inventory syringe to the luer-lock end of the tubing and manually injecting water. A leak could be seen coming from a crack in the tubing where it connects to the hub of the needle, which was revealed during the visual inspection. No other leaks were detected. The reported complaint of the tubing leaking was confirmed based on the sample received. During the functional inspection, water was observed leaking from the connected tubing at the hub of the needle. The stimuquik needle is a finished purchased good. Therefore, based on the observed leak of the returned representative sample, the potential root cause of this issue is supplier related. A nonconformance has been initiated to further investigate this issue.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the stimulating pnb needle of the catheter is leaking; there was a hole at the level of the insertion of the catheter and the injection system next to the neurostim. There may have been direct consequences for the patient (air injection, modified injected dose, degraded asepsis) and indirect (altered quality of ultrasound guidance by injection of air with less echogenicity). It happened at least with 3 different catheters with this lot# and at least 2 different doctors.

Manufacturer narrative:
Qn# (B)(4). After an additional medical review, a determination was made to re-classify the complaint as a malfunction. Complaint (B)(4) is being reported as a malfunction. There was no serious injury.